Manufacturer narrative:
Continuation of d10: product ID: sfr-4-20 (b550764). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received report that during a mechanical thrombectomy procedure, the solitaire stent retriever that had obvious resistance during delivery in the middle segment of the rebar microcatheter and could not be delivered to the treatment location. The solitaire was withdrawn and noted to have obvious creases. The solitaire was replaced to complete the procedure successfully. No patient information was reported.